Event description:
Customer reported that, the pt samples containing anti-e, fya and passive anti-d did not react with 0.6% surgiscreen, lot 8ss418. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc. .